Manufacturer narrative:
Per the manufacturer's subsidiary, the alarm function was checked prior to the beginning of the case. The sensors were not mounted to an area that was flat or curved, on a seam or label. They used the prescribed level sensor ii gel (blue pad). They wiped the level sensor with a dry cloth. No visible damage to the level sensor surface or cable.

Event description:
Additional information received indicated that there was no delay in the procedure.

Manufacturer narrative:
No part was returned to the manufacturer for evaluation. The customer did nothing to resolve the issue as it resolved itself. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). During log analysis, on (B)(6) 2017 a perfusion screen is opened at 8:20:44 am. At 09:40:41 am level detection is turned on. At 09:40:56 am the alert probe detects air and alerts but in the same second it reports the alert probe status as uncoupled and coupled again (still detecting air). The alert probe continues to toggle between coupled (detecting air) and uncoupled. Sometimes this occurs so fast that a message might not occur as reported, but the alert tone will sound as reported. There appears to be a problem with the level alert sensor coupling to the reservoir. This can be caused by the level pad having a poor adhesion to the reservoir, or a problem with the level alert sensor. The coupling issue continues until the perfusion screen is exited at 02:59:27 pm.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure (cpb), a malfunction of the level sensor was observed. The product was not changed out. The error was not shown on the monitor and the alarm disappeared at once. The surgical procedure was completed successfully. There was delay, no blood loss, nor adverse consequences to the patient. Per clinical review: from the log analysis, the level sensor was periodically un-coupling and re-coupling from / to the venous reservoir. This would result in an alert audible tone, but if the sensor re-couples very quickly, a message might not be posted on the central control monitor (ccm). If a message was posted, a level not attached message would appear. Un-coupling of the sensor could be due to a number of causes, including: pads used on a rounded reservoir, inaccurate cure time (5 minutes) prior to sensor coupling, degradation of the sensor face. The level sensor was continued to be used for the completion of the procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.